Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the hex drive feature of a straight connector's set screw stripped during surgery. An alternative connector was used to complete the procedure. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned connector was evaluated. The set screw hex is worn and stripped and there are visual indications that the device was final tightened onto a mating rod and subsequently removed. The screw was found to remain functional during a mechanical evaluation. The cause of failure can most likely be attributed to repeated attempts of tightening/untightening the set screw. A review of the manufacturing records did not detect any issues which would have contributed to this event.